Manufacturer narrative:
(B) (4) (pain occurred): conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on (B) (6)2010. About an hour after surgery, the patient was experiencing pain and numbness down the right leg with significant loss of movement in that leg. Later that afternoon, the partner of the surgeon took the patient back to surgery, removed the mesh, and placed a different mesh. At that point the patient's symptoms resolved. No additional information was provided.